Event description:
It was reported that the implant at tooth site #14 failed to integrate and was removed. Loss of integration.

Event description:
It was reported that the implant at tooth site #14 failed to integrate and was removed.loss of integration.